Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for evaluation, however medical records were provided and reviewed. Therefore, the investigation of the reported event is confirmed for failure to expand based on the medical records. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced failure to expand. This information was received from one source. This malfunction involved a patient with no consequences. The patient was a (B)(6) year old female and her weight was not provided.